Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Yielded jaw, damaged antibackup, scissored clip. The analysis results of the er320 device found that it was received for analysis with a clip in jaws. The returned device was noted to have the jaws yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device 1 partially formed clip was fed due to an antibackup damage, and 14 conforming clips were fed as intended; however, 1 scissored clip was formed. Possible causes for the condition found of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the yielded condition of the jaws may lead dropping/ejected clips. It could not be determined what may have caused the found scissored clip. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the scrub nurse reported clip applier did not fire correctly. Clips scissored. Switched to cov clip applier. No adverse affect on patient.